Event description:
It was reported that the customer was hospitalized due to high blood glucose. Nurse stated that they need some one to go to the hospital to look at the insulin pump because customer was having issues with it. Customer's blood glucose reading was 422 mg/dl at the time of admission. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.